Event description:
Olympus was reported when the physician used the subject device during a procedure, the device stopped working and the probe damage error displayed. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad of the subject device severely worn and the distal end of the ptfe pad partially disappeared. There was a contact mark of the probe and jaw. The probe damage error did not duplicate. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact with activating output, the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. There has been no such case reported were partial separation further develops and results in falling off.